Manufacturer narrative:
(B)(4).

Event description:
The customer reported that prior to use, the broncocath left 37fr is was tested and the bronchial cuff was normal while the tracheal cuff was leaking. There was no patient involved.

Manufacturer narrative:
The lot was manufactured to meet all of the blueprint specifications and quality requirements. One sample was returned for evaluation. The returned unit was inflated and the bronchial cuff inflated without any defects or restrictions noted but the tracheal cuff failed to inflate. The bronchial cuff was inflated / deflated three times and no issue noted. Further examination of the tracheal cuff showed a v shaped tear in the cuff. The most probable root cause of this type of defect is the tracheal cuff coming in contact with a sharp utensil / object. The single wall thickness of the cuff was measured away from the damaged area and found to meet blueprint specifications.